Event description:
It was reported that patient experienced pain in penis and scrotum. Inflatable penile prosthesis (ipp) device was explanted and replaced. Tissue was irrigated. No adverse patient effects.